Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a low readings issue with the adc freestyle libre sensor. On the morning of (B)(6) 2020, the customer experienced fatigue and sweating. A sensor scan of 72 mg/dl was obtained and the customer was given water, sugar, and jam by his wife. 10-15 minutes after, the customer obtained a sensor scan of 68 mg/dl in comparison to a reading of 164 mg/dl on a competitor brand meter. The customer was subsequently administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported a low readings issue with the adc freestyle libre sensor. On the morning of (B)(6) 2020, the customer experienced fatigue and sweating. A sensor scan of 72 mg/dl was obtained and the customer was given water, sugar, and jam by his wife. 10-15 minutes after, the customer obtained a sensor scan of 68 mg/dl in comparison to a reading of 164 mg/dl on a competitor brand meter. The customer was subsequently administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported a low readings issue with the adc freestyle libre sensor. On the morning of 18-may-2020, the customer experienced fatigue and sweating. A sensor scan of 72 mg/dl was obtained and the customer was given water, sugar, and jam by his wife. 10-15 minutes after, the customer obtained a sensor scan of 68 mg/dl in comparison to a reading of 164 mg/dl on a competitor brand meter. The customer was subsequently administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and visual inspection was performed, no issues were observed. Preformed linearity test and all results were within specification. No malfunction or product deficiency was identified.